Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of hypersensitivity (allergic reaction) and pain, as listed in the instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the patient had two unspecified promus stents implanted on (B)(6) 2011. The outcome of the procedure was reported to be good. Right after stent implantation, the patient developed a dry, hacking cough. The patient returned to her cardiologist, who then discontinued some of the medications which the physician felt could cause a cough. However, the patient's cough persists and the patient is also experiencing back pain, due to the cough. No treatment was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the stent implant remains in the patient. A follow up report will be submitted with all additional relevant information.